Event description:
A mayfield modified skull clamp (a1059) was reported to have the swivel joint of the clamp opened during surgery even though the joint was in the lock position. The head of the patient moved. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.